Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell and sustained a concussion, went to the emergency room, and was subsequently hospitalized with a low blood glucose (bg) level, but the customer could not remember their actual bg level; the cause of the low bg was unknown. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.